Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The patient stated that on the day of the event they were at the supermarket when they started to feel ¿in a daze¿. The patient was able to open the car and sat in the car for approximately 1 hour being in this state of ¿daze¿. The patient did not lose consciousness. An employee from the supermarket found the patient in their car and called the ambulance. The employee was able to communicate with the patient and when the paramedics arrived the blood glucose reading was 49 mg/dl. The patient received an unspecified intravenous treatment from the paramedics and was brought to the emergencies where he arrived around 8:30pm. The patient was discharged after spending approximately 1 hour at the hospital. At the time of the report the patient was stable. Data was provided for evaluation. A review of performance data could not confirm an alert/notification issue. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on or around the alleged date of incident on 09/06/024. In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident. The complaint of alert/notification settings issue is undetermined and the probable cause of the alleged event could not be determined. No additional patient or event information is available.